Event description:
Philips received a report that a stretcher was attracted to the magnet and impacted the patient support which then toppled over.

Manufacturer narrative:
Philips has started an investigation, a follow up will be submitted once complete.

Manufacturer narrative:
The force of the impact of the patient bed(stretcher) onto the patient support was of such extent that it exceeded the specifications significantly. The impact force on the patient support was such that the patient support toppled over. The interface between the patient support and the aluminum floorplate was still intact but connection between the floorplate and the building became detached. There were no additional anchors used into the construction floor, however, these additional floor anchors would not have prevented the patient support from tipping over with such high impact forces.